Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported there had been loss of therapy and that stimulation started to aggravate the patient¿s rsd. The patient received the implant to help with pain due to rsd in upper extremities. The patient reported it helped for about 3 months, and then it stopped working. It was reported that the patient no longer has the spinal cord stimulation (scs) system. The healthcare provider (hcp) reprogrammed the system once and then the manufacturer representative (rep) reprogrammed a second time and that did not help. The complete system was removed shortly after the last reprogramming session. The event date was 2002. No further complications were reported/anticipated.